Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter removal difficulties were encountered and a partial balloon detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and moderately to severely calcified tibial artery. A 4x60 mm sterling catheter was selected. The balloon catheter entered the body and was advanced without difficulty. An inflation attempt was made, but the balloon was unable to inflate. The physician was unable to advance the catheter forward or backward. The balloon was forcefully removed from the body, after cutting the guide wire. It was then reported, the balloon partially detached from the catheter due to the force used during the removal process. The procedure was completed with a different device. No patient complications were reported and the patient's status is favorable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter removal difficulties were encountered and a partial balloon detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and moderately to severely calcified tibial artery. A 4x60 mm sterling catheter was selected. The balloon catheter entered the body and was advanced without difficulty. An inflation attempt was made, but the balloon was unable to inflate. The physician was unable to advance the catheter forward or backward. The balloon was forcefully removed from the body, after cutting the guide wire. It was then reported the balloon partially detached from the catheter due to the force used during the removal process. The procedure was completed with a different device. No patient complications were reported and the patient's status is favorable.

Manufacturer narrative:
The complaint device was returned for analysis. An examination of the returned device found that the shaft was buckled throughout the entire length of the catheter. The inner shaft was stretched and pulled 135cm out of the hub. All adhesive port cavities of the hub were filled with adhesive. Magnified inspection revealed multiple tears located on the proximal and distal ends of the balloon. The inner shaft was punctured on the distal end where a balloon tear was located. The total length of the catheter measured was measured at 293cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).